Event description:
A report was received on (B)(6) 2025 from the clinical educator who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. The nurse experienced pain, stinging and burning on her face and eyes. Additional information was received on 29 sep 2025 from the clinical nurse specialist (cns) who stated the nurse rinsed her eyes and was seen by triage, no additional medical treatments were provided.

Manufacturer narrative:
No product was received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.